Event description:
On 05/13/2008, documentation was received by a competitor company reporting the patient experienced elevated blood glucose of 540 mg/dl. Twelve days earlier at 3:00 pm, the patient's blood glucose measured 485 mg/dl and she bolused 9 units of insulin through her infusion device (competitor product). At 5:00 pm, the patient's blood glucose elevated to 540 mg/dl and she changed her infusion set. At 3:00 am the next day, the patient's blood glucose measured 500 mg/dl and she injected insulin via syringe. At 9:00 am, the patient's blood glucose lowered to 311 mg/dl. During troubleshooting, the patient stated that there were more air bubbles in her infusion tubing than normal. She disconnected from her infusion site and performed a prime to remove the air bubbles. She then noticed that the infusion tubing was leaking insulin at the insulin cartridge connection. The patient was unable to identify which box of infusion sets the tubing came from and was unable to provide a lot number or expiration date. Upon follow up with the patient, she stated that she visited her physician and was given an insulin injection and her blood glucose lowered from 294 mg/dl to 256 mg/dl. At the time of follow up, the patient's blood glucose measured 307 mg/dl and she stated that she changed her infusion site and noticed no insulin leakage or air bubbles. She stated that she has been sick with a sore throat and cough. No further information is available. The infusion sets were requested to be returned for evaluation.